Event description:
Ous MDR - it was reported that 11 days after the implant the lead showed an increase of pacing impedances (> 3000 ohms), high thresholds and non-capture. Sensing remained stable. A lead revision was performed where the lead was removed from the header, tests were showing normal measurements, and the lead was re-inserted into the header with no further issues. This lead remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided screen shot of the quick view data. Consistent with the complaint description, the available data showed an increasing pacing impedance trend curve immediately after the implantation from 600 ohms to greater than 3000 ohms with a sudden decrease after approx. 3 months which most likely corresponds with the reported intervention. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the available information the root cause of the observation could not be determined.